Event description:
It was reported by the physician that the patient came into the office and showed high impedance with >10,000 ohms on system mode diagnostics. No x-rays were done. Patient did not have any fall or manipulation. Revision surgery is likely. Good faith attempts to obtain additional information have been unsuccessful till date.

Manufacturer narrative:
Device failure suspected, but did not cause or contribute to a death or serious injury.